Event description:
The pt experienced no stimulation sensation and a return of symptoms following a fall in which she "passed out". The pt felt intermittent stimulation that varied with position. Impedance measurements were normal. X-rays were taken and a fractured lead was diagnosed. The lead was replaced with excellent results and no pt injuries.

Manufacturer narrative:
(B) (4).